Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, the balloon was not inflating. No other information provided. Another device was opened to continue the procedure.